Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up. Review of the device revealed that the pacemaker had episodes of false high ventricular rates, believed to be due to oversensing of lead impedance tests. Programming changes were made to address the issue, and the patient was asymptomatic.